Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. Vascular access was obtained via the right radial artery. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery (rca). The lesion was pre-dilated with a 2.5x15mm non bsc balloon catheter. This 3.50x38mm promus premier stent delivery system was selected; however, the device was unable to be advanced over a choice floppy guide wire. Upon removal it was discovered that a strut in the middle of the stent was flared. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).